Event description:
It was reported that the lead had high impedances. The patient underwent a lead replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively and the explanted device was not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.